Event description:
The insert will not lock into tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Examination of the returned sigma hp uni ins sz3 8mm lm/rl found evidence consistent with unsuccessful attempts to assemble the tibial insert to the tray. Product development engineering conducted a design/drawing review which did not reveal any information that would suggest the product design or design drawing were contributing factors to the reported assembling difficulties. No other complaints were found during a 2 year database search against the provided lot found. A DHR was conducted and no anomalies were found. Although no root cause was conclusively determined, suspected user technique is a possible contributing factor to the reported event. No evidence was found indicating product error was a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.